Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. During the procedure, the physician repositioned the ipg. The patient was reportedly doing well after the procedure